Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of basket wire detachment.

Event description:
It was reported that a zero tip basket device was used during a transurethral lithotripsy (tul) procedure. During the procedure, the basket wire got separated. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Device code a0401 captures the reportable event of basket wire detachment. Investigation results: the returned zero tip basket was analyzed, and a visual evaluation noted that the device returned with the basket on its open position. It was also noted that the handle returned in good condition. Microscopic examination was performed under magnification, and it was noticed that one of the basket wires was broken from the tip and was not fully detached. Additionally, necking evidence was found on the broken wire. Functional examination was performed, and the handle was actuated. The basket was able to open and close. With all the available information, boston scientific concludes that the reported event of basket wire break was confirmed. The basket wire break issue can be attributed to the material of the basket wire, and it was determined that this failure is inherent to the design of the product. The devices are inspected during manufacturing in order to confirm the basket legs are not crossed and no wires are broken. Based on the investigation results, an investigation conclusion code of cause traced to device design was assigned to this investigation.

Event description:
It was reported that a zero tip basket device was used during a transurethral lithotripsy (tul) procedure. During the procedure, the basket wire got separated. The procedure was completed with another of the same device with no patient complications.